Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The customer called to report that, after receiving a communication error, he removed the top cover of the pod to access the battery compartment. In doing so, he discovered that the batteries were corroded and that insulin had leaked all over the rest of the pod. His bg's were high (290mg/dl) - a correction bolus was administered, at which point the pod initiated the alarm. The pod will be returned for evaluation.